Manufacturer narrative:
(B)(4). Date sent: 5/20/2010. Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure that after the third time the device was fired, the device did not open. Unk how the device was removed from the tissue. Unk how the case was complete. No pt consequence was reported. The device to be returned for analysis. The additional questions were ask due to the account not having any additional info about the event.